Event description:
It was reported that during a da vinci s cardiac surgical procedure, the console surgeon experienced a "pt cart is not detected" message. With the assistance of a technical support engineer, the site attempted to troubleshoot this issue via telephone, however, the issue could not be resolved. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
On site investigation conducted by isi field service engineering (fse) discovered that the cable connecting the pt side cart (psc) to the surgeon console (sc) was defective. This cable passes video, audio, and data during system operation from the psc to the sc. The system was repaired by replacing the cable. As of march 25, 2008, there have been no reported recurrences of the issue at this hospital.